Event description:
It is reported that in 2000, pt underwent left total knee replacement. Post-op pt had difficulty with pain and swelling and in 2003, x-rays revealed loosening of the tibial component. As a result the knee was revised about six weeks later, where all of the nexgen components were removed.